Event description:
The report rec'd indicated that during a coronary stenting procedure, the physician advanced the 2.5 x 18 mm cypher stent, the target lesion was the distal posterior descending artery (pda) and had successfully being predilated. However, while advancing the device through the tortuous, highly calcified proximal right coronary artery (rca) the physician encountered difficulties decided to exchange the device in the process of removing the device, through the highly calcified vessel, the stent dislodged in the proximal rca. The physician tried to snare the stent and attempted to deploy the stent at the dislodged location without any success. Therefore, the stent was crushed with another stent in the proximal rca. There were no other complications and the pt was discharged. The lesion length was 15 mm and with a 2.5 mm reference vessel diameter. The distal pda was diffused. The entire vessel presented a calcified anatomy.

Manufacturer narrative:
The prod is not available for eval, as it was implanted. Add'l info will be submitted within 30 days upon receipt.